Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent a thyroidectomy in which perclot was used. It was reported after use, pus was observed (location not reported). Treatment for the event was not reported. At the time of this report, the patient was recovered from the event. No additional information is available.